Manufacturer narrative:
The device records 39 log entries between the (B)(6) 2007 and the (B)(6) 2015. The device records 13 manual power ups between the (B)(6) 2007 and the (B)(6) 2012. During this time information from the device records an in range impedance and the device delivered therapy in the form of two 150 joule shocks and one 200 joule shock. Between the (B)(6) 2014 and the last log entry on the (B)(6) 2015 the device records 25 manual power ups, 24 of which last ten minutes duration. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switching on automatically.